Event description:
It was reported that patient received alert for non-sustained lead noise. No lead noise was seen on the stored egms, but intermittent loss of ventricular capture was seen. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.